Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Calibration of the touchscreen was performed but this did not resolve the reported issue. The touchscreen was then replaced by a field service engineer and the reported issue was confirmed to be resolved. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested, and the failure was confirmed. Pil found that the touchscreen failed the required flex cable resistance verification testing. The high out of specification resistance results are the reason for the touchscreen misalignment in the touch positions.